Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient was on blood thinners and the shoulder straps on the garment and holster were causing the skin to bleed. There was no alleged device malfunction contributing to the irritation. The patient was issued new garments and the hospital staff assisted with placing gauze underneath the straps. The irritation improved with the use of unscented water-based lotion. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient was on blood thinners and the shoulder straps on the garment and holster were causing the skin to bleed. There was no alleged device malfunction contributing to the irritation. The patient was issued new garments and the hospital staff assisted with placing gauze underneath the straps. The irritation improved with the use of unscented water-based lotion.